Event description:
Information was received from a manufacturing representative (rep) and the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an abscess at the pocket. There was pain when charging and also tenderness at the pocket site. This occurred approximately in (B)(6) 2015. The patient had a revision in which they cleaned out the pocket. The pocket revision occurred in (B)(6) 2015. The patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.